Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that confirmed reported issue "the o-arm is not able to complete a 3d gantry spin." Board failed bench test is due to loss of power on charger e <(>&<)> h output. Failed visual inspection due to leaky caps. All leds is lit. The imaging system then passed the system checkout and was found to be fully functional. H3: a medtronic representative went to the site to test the equipment. Testing revealed that unable to confirm reported "the o-arm is not able to complete a 3d gantry spin." Charger 1 board passed functional output test. Installed charger board on o-arm system 267 and the system functioned as expected. Motion, 2d and 3d imaging were as expected as were gain cals. Visual inspection noted led's light as expected, however board has leaking capacitors. The imaging system then passed the system checkout and was found to be fully functional. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the charger board circuits had low or no output voltages. The boards were replaced and the system began functioning as intended. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside of a procedure. It was reported that the site had an issue yesterday with the image acquisition system (ias) not being able to complete a 3d gantry spin. The tube and detector could rotate to ap and lateral however if they tired to spin the gantry 360 degrees it would not respond. No patient was present at the time of the event.